Manufacturer narrative:
(B)(4).

Event description:
It was reported that within the last two months, a very old pump was replaced; it had a tie on connector between the pump nipple and the catheter. The tie had eroded the plastic. It resulted in csf (cerebrospinal fluid) in the pocket and/or the catheter was obstructed by the invading scar tissue; it was unclear which happened in this case. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Corrected/additional information: with the new information received, all previously reported patient and device codes are being updated to the following for this event: (B)(4).

Event description:
Additional information was received and it was reported that for this patient there was partial separation with fibrous ingrowth through the defect causing occlusion. The catheter was less than 7 years old. The event happened within the last year.

Manufacturer narrative:
Corrected information: device code is not applicable for this event. (B)(4).

Manufacturer narrative:
(B)(4).